Event description:
The manufacturer received information alleging patient complains of kidney infection, sinus infection and sees black specks in her reservoir also has asthma related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged kidney and sinus infection, asthma, cough, headache, sore throat, nasal/throat irritation and sees black specks in reservoir. There was no medical intervention required to the patient. The reported events and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes further action is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated and pil found evidence of sound abatement foam degradation/breakdown in the device. Pil found tobacco contamination throughout the device and water spots on blower fan. Pil is unable to address the complaint or symptoms. Pil found evidence of sound abatement foam degradation or breakdown. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to an adverse event. Section h1 has changed to reflect a serious injury. Section d8, d9, h3 and h6 updated in this report.